Event description:
The customer tested her blood glucose using her breeze and breeze2 meters. The breeze meter read 400 mg/dl, while the breeze2 read 187 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. Control solution was sent to the customer for further troubleshooting. No product will be returned at this time.